Manufacturer narrative:
The device evaluation found there was no image due to damage on cable unit. Based on the results of the investigation, it is likely that the following led to the malfunction: it is surmised that no image was displayed due to a communication failure caused by a failure of the cable. The cause of the faulty cable could not be presumed. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during device evaluation, the camera head had no image displayed due to damage on cable unit. There were no reports of patient harm.